Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy; the patient reported a return of symptoms and stated they had the low battery icon on their patient programmer (pp). The caller could not increase stimulation, did not feel stimulation and stated it was not working. They had seen their healthcare provider (hcp) last week, they had made some adjustments, check the implantable neurostimulator (ins) and stated the battery was working. After the adjustment they felt stimulation and were at 2.1, but when they got home they didn't feel stimulation so they increased it 8-9 clicks to 2.9v and it still didn't work. They tried changing the batteries in their pp to see if they could increase stim, but was still getting the low battery icon. During the call the patient tried to sync the pp to the ins and poor communication occurred - they reinserted the antenna and the pp was able to sync with the ins. The patient replaced the batteries twice and the low aaa battery icon still occurred. On (B)(6) 2016 the patient called back and stated they were still having the same issues with their pp even after replacing the batteries a third time. The patient had purchased the batteries a few months back but they were new. The patient also provided the following answers to a patient letter: the patient had notified their hcp, the circumstances that led to the return of symptoms was unknown, and the issues had not been resolved. The patient provided information regarding their current ins, however the serial number provided conflicted with manufacturer records.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a consumer on april 16th reported she had been feeling a ¿little jolt¿ at the implant site. The patient stated later maybe jolt was too strong of a word and stated it was more ¿static electricity¿. The patient stated she felt it occasionally not all the time. The patient decreased amplitude, and this resolved the uncomfortable stimulation. The patient noted she turned stimulation way down and then back up. The patient stated the jolt seemed to be better, but it was note helping her urgency. The patient noted urinary/bowel symptoms had returned. The patient added at the beginning of the call they were on program 3, during the call the patient changed to program 4 and then 1 and increased stimulation. The patient stated she increased stimulation higher than she usually did and wasn't not able to feel stimulation. The patient went to program 2 and increase stimulation to where she could feel stimulation and confirmed it was comfortable. The patient noted she had an appointment in august with the healthcare professional (hcp). The patient noted the jolt began a couple of months prior to the call on (B)(6) and it had not been helping with urgency for a while. The patient noted she only had 2 programs that work. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient clarified that all 4 programs were functional but were not controlling their symptoms. They stated that it was unclear what the circumstances were that led to the shocking (¿no provocation¿) and mentioned there was no shocking at the doctor¿s office. As a step taken to resolve the issue, the ins was interrogated and all impedances were normal/¿device functional¿. There were no further complications reported or anticipated.